Event description:
It was reported that a patient underwent an unknown spinal fusion procedure, "the reason being a traffic accident where the patient was hit from the side and suffered a "fractured disc" in level c7-th1 and up to level c6-c7. The patient has for the last 1.5 years been trying to have the implants removed due to the risks stated on medtronic web site regarding vertex." At an unknown time post-op, the patient presented with "pain from the fusion area when rotating upper body quickly, patient's lower neck/upper thoracis swells after activity, and patient experiences pain when lying on hard surfaces or sitting on a chair with hard back rest. Also, the patient experiences tingling and itching from fusion area sometimes." No further details are known at this time.

Manufacturer narrative:
It was reported that "when he seeked help at [hospital] in (B)(6), by [doctor a], who couldn´t see any damage on the implants or misplacements of the implants on the control CT scan, [patient] following question was what the reason of his pain and problems. [Doctor a]'s conclusion was that they derived from the soft tissue around the implants. Since the soft and surrounding can´t be seen on the scan and therefore impossible for a spine surgeon to say what the reasons for pain and problems that occur. At a late examination by a [doctor b], at [hospital], he found out that [patient] had painful spots/trigger points on the neck muscles around the connectors and at the bottom end of the vertex construction. The itching and tingling sensations are minor problems, but he believes that they are symptoms of his body reacting on the implant material. [Patient] has not been subscribed additional surgery, pain killers/pharmaceutical treatment or physiotherapy, and he does not believe in these treatments due to the fact that his problems comes when he does heavier work or large movements. None of his recent contacts with surgeons has had the idea of subscribing any of the above therapies. He is not interested in pharmaceutical treatment or physiotherapy, just wants to explantation of the implants. He´s been told, at a visit with his local doctor, that the implants have been subjects to increased bone overgrowth, which is a reaction by the body to protect it from foreign materials, such as the implants. He believes this will make explant more difficult. [Patient] mentioned on his first implant follow up, that he had these symptoms and suffered from pain. The symptoms and pain has become worse over the years."

Event description:
It was reported that "when he seeked help at [hospital] in (B)(6), by [doctor a], who couldn't see any damage on the implants or misplacements of the implants on the control CT scan, [patient] following question was what the reason of his pain and problems. [Doctor a]'s conclusion was that they derived from the soft tissue around the implants. Since the soft and surrounding can't be seen on the scan and therefore impossible for a spine surgeon to say what the reasons for pain and problems that occur. At a late examination by a [doctor b], at [hospital], he found out that [patient] had painful spots/trigger points on the neck muscles around the connectors and at the bottom end of the vertex construction. The itching and tingling sensations are minor problems, but he believes that they are symptoms of his body reacting on the implant material. [Patient] has not been subscribed additional surgery, pain killers/pharmaceutical treatment or physiotherapy, and he does not believe in these treatments due to the fact that his problems comes when he does heavier work or large movements. None of his recent contacts with surgeons has had the idea of subscribing any of the above therapies. He is not interested in pharmaceutical treatment or physiotherapy, just wants to explantation of the implants. He's been told, at a visit with his local doctor, that the implants have been subjects to increased bone overgrowth, which is a reaction by the body to protect it from foreign materials, such as the implants. He believes this will make explant more difficult. [Patient] mentioned on his first implant follow up, that he had these symptoms and suffered from pain. The symptoms and pain has become worse over the years."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.